Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer followed guidance from technical support to reset the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if any issues reappeared.